Event description:
It was reported that pump screen remained dark and would not turn on, and pump button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case and try multiple button presses, was advised to continue using current pump until replacement arrived, and was provided instructions on programming settings, connecting sensor, placing pump into storage mode, and returning problematic pump with pre-paid label.